Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hosp reported that during they have had several experiences with the vasoview hemopro jaw boot peeling or detaching. It is unk how many times this occurred and the pt info. The product is not returning. The lot numbers, event dates, surgeon are unk.